Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they had air bubbles. The customer reported that the time was off. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 352 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they experienced nausea and vomiting. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.